Event description:
On (B) (4) 2009, the pt reported, there is a long crack in her insulin infusion device case that is visible on the back. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.